Event description:
A transfer set had to be replaced because the occluder feet were broken. Leaks can be observed when the minicap is removed. The transfer set had been in plce since 53 days prior. The pt stated apd therapy in november 2005. There was no pt injury or medical intervention associated with this incident according to the international affiliate.